Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported the patient was unable to enter MRI mode due to high impedances on one lead. Patient does have effective therapy. As a result, surgery may occur in the future to address the issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.